Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A diabetic nurse reported that the unit of measurement settings on a meter owned by a child had changed units of measurement from mmol/l to mg/dl. The customer was using the freestyle flash meter. The customer reported they had suffered severe hypoglycemia due to mistreatment and were admitted to hospital on two occasions in 2006. The diabetic nurse reported the complaint to abbott diabetes care ltd on 02/02/2007.